Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to check the voltage to the external buzzer and providing them the part number for the buzzer. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician at the account replaced the external buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the brake not set alarm was not sounding when the brakes were not set. The bed was located in the medsurge area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).